Event description:
It was reported that the distal tip of the spinal cord stimulator (scs) lead had migrated and extruded on the scalp. The patient underwent a scs lead revision and was doing well postoperatively. The device remains implanted and in service.